Event description:
Safety event reported at facility: when compounding minocycline (ndc: 70842-160-01) for a patient, pharmacy technician noticed that there was a particle left in the bd 10ml syringe (ref 302995) after pushing drug into the piggyback bag. The technician/ intern notified the pharmacist and decided to remake the dose of minocycline. Upon closer examination, there were 2 pieces of particles/debris, which would be too large to be transferred from other device. It's likely that the particles/debris existed within the unopened/unused bd syringe. After using the syringe (newly opened) to transfer 10ml of reconstituted minocycline into a 250ml sodium chloride 0.9% bag, issue identified when pulling the syringe back to indicate amount added to the bag (syringe-pullback method). Picture of the particles available to share.